Manufacturer narrative:
Device was used for treatment, not diagnosis. Consumer information was not reported. (B)(4). Expiration date = na. Lot number = ni. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The consumer reported johnson & johnson band-aid brand of first aid products waterproof pads were not 100% waterproof and they barely stuck. She had to discard 3 pads because they were not waterproof. She did clean the skin around the wound and dry it before applying the pad but the pad would peel and fall off after 10 minutes. The consumer went to a hospital to get a waterproof bandage because the wound got severely infected.